Event description:
It was reported that the procedure was to treat the 100% stenosed, calcified, mid superficial femoral artery. The vessel diameter was 5 mm and laser atherectomy was used. The vessel was prepared with a 5 mm drug coated balloon (dcb). The 5.5x60 mm supera self expanding stent system (sess) appeared to fully deploy the stent but it could not be released from the delivery system. No portion of the stent was deployed in the introducer and the introducer sheath was about 40 cm from the proximal end of the stent during deployment. The stent was easily removed by removing the deployment catheter and then placing another stent. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that interaction with the calcified and 100% stenosed anatomy resulted in the ratchet being unable to properly engage and release the stent from the delivery system thus resulting in the reported activation failure/ deployment failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.